Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level of 23 mmol/l. Customer stated that the reservoir lip ring was broken. Customer stated that the reservoir was able to lock in place. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.